Event description:
Reporter alleged they obtained a blood glucose result of 90 mg/dl for a patient on their advantage system used as a professional meter. Reporter stated the patient's hypoglycemic symptoms did not match the blood glucose result. It was stated the paramedics treated the patient based on the hypoglycemic symptoms with d50 and transported him to the hospital for observation. No other actions or treatment resulted. A request was made for the return of the suspect device and the customer stated they no longer had the strips to return for evaluation.